Manufacturer narrative:
The coaguchek xs pt test 6 strip lot number is 85848923, and the expiration date is 31-oct-2026. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and test strips were requested for investigation; the product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The customer also reported receiving an error 6 and an error 7. Error messages are designed as fail-safes to prevent the device from producing a result when certain operating conditions aren't met. Per the device's product labeling, error 6 is a test strip interference error. Per the device's product labeling, error 7 is a measurement error caused by the blood sample.

Event description:
There was an allegation of a questionable inr result using the coaguchek xs pt test 6 strip with the coaguchek xs pst care kit for 1 individual. The initial result was 1.6 inr. A second result in less than a 4-hour window was 2.5 inr. The customer's therapeutic inr range is 2.0 inr to 3.0 inr.